Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient could not hear the audio alerts on the smart device. No additional patient or event information is available.